Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer's insulin pump was cracked around the reservoir compartment. The customer's blood glucose was 80 mg/dl. The customer was unaware of how the damage occurred but did state that she had dropped the insulin pump on carpet before. The customer stated that the last time she inserted a reservoir, a little piece of the reservoir cracked completely. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.